Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and had power issue. A field service engineer found that the device could not power on while the drawer 1.2 auxiliary module was connected. Replaced the controller board for drawer 1.2. After the replacement, the fse was unable to recreate any errors or failures in either the main application or the test application, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the main station had no power. The registered nurse contacted the pharmacy and reported that the monitor was black. Upon arrival to the medication room, the monitor was still black. Attempts to power the unit on and off resulted in no change. The unit was turned off, unplugged, plugged back in, and powered on again, but the issue persisted. Power was still active to the tower and the fridge. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.